Event description:
It was reported that at 20,170 joules of use there was a fiber break. The fiber was not connected to the cap and ended up burning out. A second fiber was opened, however, at 36,363 joules the fiber broke and a crack was observed. A third fiber was used to complete the procedure at 53,206 joules. No patient complications were reported. This report is for the second broken fiber.

Event description:
It was reported that at 20,170 joules of use there was a fiber break. The fiber was not connected to the cap and ended up burning out. A second fiber was opened, however, at 36,363 joules the fiber broke and a crack was observed. A third fiber was used to complete the procedure at 53,206 joules. No patient complications were reported. This event is for the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber glass cap was protruding more than usual indicating a glue failure. In addition, a circumferential fracture at the distal side of the fiber/cap fusion zone was also identified. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures and glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.